Event description:
The report indicated that unusual resistance was noted during withdrawal of an optease filter into a 10f 80cm vista brite tip guiding catheter (gc). As the distal tip of the gc was coming out of the hemostasis valve of a 10f 11cm brite tip sheath introducer, the distal tip separated outside of the patient. The procedure was finished without patient injury. The device will be returned for analysis. The vista brite tip gc was used for retrieval of an optease implanted in the inferior vena cava (ivc). Although there was unusual resistance during withdrawal of the optease into the vista brite tip gc, the optease could be withdrawn into the guiding catheter. However, when the distal tip of the vista brite tip gc was coming out of the hemostasis valve of the sheath, the distal tip separated. No anomalies were noted to the device upon removal from its package or during prep. Excessive torquing was not required. Resistance was met while advancing the device. No resistance was met while advancing the guiding catheter over the guidewire.

Manufacturer narrative:
Addendum (02-dec-2013): additional information was received from the affiliate indicating that while advancing the vista brite tip guiding catheter to the proximal site of the optease filter, there was resistance as if the distal tip of the guiding catheter was touching the vessel wall. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15946884 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00759 & 9616099-2013-00760.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00759 & 9616099-2013-00760.

Manufacturer narrative:
This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00759 & 9616099-2013-00760. Complaint conclusion: the report indicated that unusual resistance was noted during withdrawal of an optease filter into a 10f 80cm vista brite tip guiding catheter (gc). As the distal tip of the gc was coming out of the hemostasis valve of a 10f 11cm brite tip sheath introducer, the distal tip separated outside of the patient. The procedure was finished without patient injury. The device will be returned for analysis. The vista brite tip gc was used for retrieval of an optease implanted in the inferior vena cava (ivc). Although there was unusual resistance during withdrawal of the optease into the vista brite tip gc, the optease could be withdrawn into the guiding catheter. However, when the distal tip of the vista brite tip gc was coming out of the hemostasis valve of the sheath, the distal tip separated. No anomalies were noted to the device upon removal from its package or during prep. Excessive torquing was not required. Resistance was met while advancing the device. No resistance was met while advancing the guiding catheter over the guidewire. Additional procedural information indicated that while advancing the vista brite tip guiding catheter to the proximal site of the optease filter, there was resistance as if the distal tip of the guiding catheter was touching the vessel wall. One non-sterile unit vista brite tip 10f was received coiled in a plastic bag, the brite tip of the catheter was missing-separated and it was not received for analysis. The body portion received did not present any visual damage. A file with pictures of the devices involved on this complaint was received attached to the sr 1-1181039847; per visual analysis of the received pictures the ivc filter was expanded and evident damage is observed in the brite tip component that could be related to a stretching event that may be caused by the expanded filter retrieval procedure. Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the brite tip separated condition; the results are the following: sem results showed evidence of brite tip remains on catheter tip and ptfe surfaces, elongation can be observed at the surroundings areas of the separation on the body tip; it is very likely that the fused matter parts get dislodged owing to the stretching event. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. Functional analysis was performed. A lab sample syringe with water was attached to lab sample csi 10f and it was flushed via stopcock, then the vista brite tip 10f was successfully introduced through csi and no resistance/friction was felt. The catheter od was measured at different locations and the od/ID were measured near to separated area, all against the drawing 01a2830 rev: 7. (Revision that was effective when the complaint lot was manufactured), and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Also the pull test results were reviewed and they were found within specifications. The optease retrieval catheter is intended for the percutaneous retrieval of the cordis optease vena cava filter. In this case, a vista brite guiding catheter was used for filter retrieval. Detailed procedural information regarding the retrieval of the optease filter was not provided. The IFU instructs to select the correct loop diameter size of the microvena amplatz goose neck snare, assemble the microvena amplatz goose neck snare kit according to its instructions for use. Using the guidewire tip straightener, insert the recommended guidewire into the 10f catheter sheath introducer. Gently advance the guidewire in the ivc such that it is caudal to, but not into, the optease retrievable filter. Introduce and advance the optease retrieval catheter such that the tip of the optease retrieval catheter is located at a short distance (approximately 3 cm) caudal of the optease retrievable filter retrieval hook. Remove the guidewire. Insert and advance the microvena amplatz goose neck snare assembly through the optease retrieval catheter until it protrudes out of the optease retrieval catheter such that the marker band of the snare catheter is caudal of the filter retrieval hook. Push the snare shaft forward gently to open the snare loop caudal of the optease retrievable filter retrieval hook. The loop is then slowly advanced forward over the optease retrievable filter apex. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling backwards the snare until the loop engages the filter retrieval hook. Note: ensure that the loop of the snare has properly engaged the retrieval hook and that the retrieval hook, retrieval catheter and snare are aligned. The marker tip of the snare catheter must be caudal to the filter hook. There must be a clear distance between the marker tip of the microvena snare catheter and the denser end of the optease retrievable filter apex. Always maintain tension on the snare to prevent disengagement of the snare loop from the optease® retrievable filter retrieval hook. While keeping tension on the snare, ensure that the filter and snare catheter are in line with the optease retrieval catheter. Pull the snare catheter approximately 5 mm backward to allow the loop to align with the filter. While keeping tension of the snare, advance the optease retrieval catheter over the filter hook. Continue advancing the optease retrieval catheter over the filter until the filter is completely collapsed inside the optease retrieval catheter. Precaution: do not push the snare catheter against the retrieval hook prior to the advance of the optease retrieval catheter over the filter. Too close contact between the snare catheter and filter retrieval hook can cause friction of the filter tip in the optease retrieval catheter. Once the filter is fully collapsed inside the optease retrieval catheter retract the complete system as a unit out through the 10f sheath introducer. The complaint reported by the customer ¿(body/shaft) ¿ resistance/friction-outer body¿ was not confirmed, since during functional analysis, the received guiding catheter was able to be inserted/withdrawn (with no resistance) into lab sample csi. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event reported. In addition the guiding catheter od measured results were found within specification, so this event is not considered related to the manufacturing process. The complaint reported by the customer ¿catheter (body/shaft) - tracking difficulty¿ could not be evaluated during analysis, however the catheter od measured results were found within specification, so this event is not considered related to the manufacturing process. Vessel characteristics are likely factors contributing to the difficulty tracking the vista brite catheter to the target location. The complaint reported by the customer ¿brite tip/distal tip ¿ separated¿ was confirmed. The cause of the separation could not be conclusively determinate during the analysis. However, sem analysis show evidence of brite tip portions remains on catheter tip and ptfe surface, elongation can be observed at the surrounding areas of the separation on the distal tip section suggestive of force application until the point of separation, and the pull test results were found within specifications. Neither the product analysis nor the DHR review results suggest that the withdrawal difficulty experienced retrieving the filter into a vista brite catheter and the separation of the catheter¿s distal tip could be related to the manufacturing process. Based on the information available for review, there are possible clinical and procedural factors that may have contributed to the reported events. Therefore, no corrective and preventive actions will be taken at this time.